Event description:
Reported false positive flu a result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). An additional patient event was also communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.